Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported through regulatory agency "ruptured" and "serious deterioration of health condition" and later reported capular contracture, baker grade ii, "implant with complete circumferential rupture, intracapsular, silicone gel leakage" and "deflation and implant rupture + asymmetry". This record is for the left side. Device has been explanted.

Event description:
Healthcare professional reported through regulatory agency "ruptured" and "serious deterioration of health condition". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Clarification d6(a) - implant date initially reported as 2010. As the device is manufactured. On (B)(6) 2010, removed the partial implant date and noted no information until further clarification can be provided.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade ii. The device has been explanted.